Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section surgery on an unknown date and suture was used. The needle pulled off from the suture during surgery. Changed to another device to complete the surgery. There were no adverse consequences to the patient reported.